Event description:
One touch ultra meter would not power on. The patient had been attempting to test while feeling tired and sweaty. They had food and or beverage following the attempted use of the meter. They eventually made a visit to their physician's office, where they were administered insulin. The reported indicated that their blood glucose reading was not taken on another device, therefore, it is unknown if their blood glucose level was tested at their physician's office. Senior medical affairs specialist mailed a letter since the patient could not be reached. It would have been helpful to know how long they had been unable to test their medical regimen and their blood glucose level during the time of concern. The reported did not allege harm. There is insufficient information to suggest that the patient experienced injury or medical intervention due to the meter. The customer service representative confirmed that the battery contacts were in good condition, the battery was replaced less than 1 year ago, and the battery was correctly installed. The patient's meter and test strips were replaced.